Event description:
It was reported that during a procedure for the gastric varices, when advancing the subject coil within the microcatheter, strong resistance was encountered in the shaft, and got stuck. When retracting the subject coil, it got prematurely detached within the microcatheter shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.